Manufacturer narrative:
Complaint no: (B)(4). The exact occurrence date is unknown; however, it was reported that the event occurred the week of (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. A service history review was performed with nothing found that would cause or contribute to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified system error during an unknown step of peritoneal dialysis therapy. It was not reported if the patient was connected at the time of the alarm. The technical service representative was unable to troubleshoot the setup as this alarm occurred during a previous therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.